Event description:
There was 1 alleged revision from (B)(6) 2009 to (B)(6) 2009 reported in the (B)(6). No additional information was available as to the cause of the revision.

Event description:
Allegedly there was accidental breakage of the component.

Event description:
Allegedly there was accidental breakage of the component.

Manufacturer narrative:
Complaint history reviewed. Product not returned for evaluation. No lot/catalog number provided. Cause of revision is unknown. Conclusion: no conclusion can be drawn.

Manufacturer narrative:
Conclusion: no conclusion can be drawn.complaint history reviewed. Product conformance could not be determined. Use of device could not be determined.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This device event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00256, 00257. This event occurred in (B)(6).